Event description:
An inventory control specialist contacted product support and alleged that the hand piece device is not working properly. It was unknown to the reporter if the reported event occurred during pre-check or surgery. The reporter was unable to determine the date of the event. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
As of the date of this report, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.